Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation and an overstimulation sensation following a position change or a cough/sneeze. Additional info has been requested, but was not available as of the date of this report.